Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "kit returned from loan while checking in noticed crack on top of instrument where rod is inserted." (B)(4).